Manufacturer narrative:
Weight and ethnicity: unknown/ no information provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not explanted; therefore, not explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the scrub nurse loaded to first line, waited for a while, gave the it to surgeon. The surgeon loaded it to second line, rotated, checked and found the lens was cracked. The event happened during handling/ prior to insertion into patient's eye. The lens was not saved. No further information was provided.